Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 700 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was admitted on (B)(6) 2026, treated with IV fluids, and discharged on (B)(6) 2026. No long-term health effects related to the hyperglycemic event were confirmed.

Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization and intensive medical management and is consistent with the reported hospitalization and treatment. Review of available information identified that the user did not start a new cgm sensor after the previous sensor expired, resulting in loss of cgm input and suspension of automated dosing. The user remained without an active sensor from approximately 3:00 pm on (B)(6) 2026 until presentation to the emergency department on (B)(6) 2026 despite high glucose alerts and persistent hyperglycemia. The user subsequently developed blood glucose levels of 700 mg/dl, large ketones, nausea, and vomiting requiring hospitalization. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts and no motor errors impacting insulin delivery. The ilet was delivering requested insulin and responding appropriately to available glucose values. Review of device history did not identify evidence of device malfunction. Based on available information, the event is attributed to interruption of automated insulin delivery after failure to initiate a replacement cgm sensor. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.